Event description:
It was reported that the device failed general system test during operation check. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which an internal memory card was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal memory card, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.